Event description:
It was reported that following a diagnostic catheterization, an angio-seal was used. The technician had encountered difficulties during deployment, therefore, the physician had completed the deployment. Hemostasis was not achieved and 15 minutes of manual compression was applied. A femostop was applied after the initial compression. Later, the patient was discharged. Nine days later, the patient reported pain while walking. Six weeks later, a CT angiogram revealed an occlusion in the trifurcation just below the knee. The patient was referred to a vascular surgeon. Nine weeks later, a run-off was performed and showed the same results as the CT. Eleven weeks later, the patient was sent to surgery. The angio-seal anchor was removed and the collagen pad from the angio-seal came out of the popliteal vessel. All the components were sent to pathology for further examination. Once the obstruction was removed, the patient's arteries were patched with some vein material and sewn back up. The patient's pulses were bounding after surgery. The patient was reported in good condition.

Manufacturer narrative:
No components were returned for analysis and review of the history device record was not possible since the lot number was unavailable. Three radiographic images were received with the event. The first image represents a cta of a femoral runoff. The image is labeled with a "r" marker and an area of diminished blood flow is seen at the trifurcation below the knee. The second image is a contrast injection through a sheath at the level of the femoral head. The third image is labeled with a "right" and represents a contrast enhanced subtracted angiogram of a trifurcation with diminished blood flow. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.